Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a starclose se device after an unspecified procedure. Reportedly, the "clip fell out". The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported clip remaining at the distal end of the device was confirmed. Difficulty or failure to deploy the clip appears to be related to the inability to fully split the sheath. The most probable cause for the difficult or failure to split the sheath is related to the material used to manufacture the sheath. A review of the complaint handling database found similar incidents from this lot reported for difficulty or failure to split the sheath. Abbott vascular (av) conducted root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
Subsequent to the initial medwatch report, additional reported information indicates that arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6f sheath after an interventional angioplasty procedure. Reportedly, the clip was deployed; however, when the device was removed the clip was still attached to the distal end of the device. There was no resistance advancing the thumb advancer and the sheath split completely. Manual arterial compression was applied. The patient was kept for hours after the procedure to be monitored but was ultimately discharged. No additional information was provided.